Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow-up report will follow upon completion of investigation.

Event description:
The customer alleges he was driving near a police station when the scooter caught fire. The user sustained burns on his arms and legs.